Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 425 mg/dl. Customer was treated with an intravenous drip, and was released from the hospital the same day with no permanent damage. Reportedly, the customer received a cartridge alarm 1 with multiple cartridges, and an inaccurate fill estimate occurred. Reportedly, the customer reverted to manual injections for insulin therapy.